Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient reported for a routine echocardiogram. During interrogation it was noted that the left ventricular lead was capturing in the atrium instead of the left ventricle. The patient was referred for a chest x-ray and it was noted that the lead had pulled back into the coronary sinus. The lead was explanted. The patient was stable and discharged.

Manufacturer narrative:
Correction: date received by manufacturer in the initial report submitted mar 28, 2019 should have been march 20, 2019 when the issue was discovered and not dec 27, 2018.

Event description:
New information notes the awareness for dislodgement and loss of capture was (B)(6) 2019. The patient was tested to optimize atrioventricular (a-v) and ventricle to ventricle (v-v) delay to achieve an optimal narrow qrs duration (contraction) and sent for a chest x-ray (B)(6) 2018.

Manufacturer narrative:
A complete lead was returned in two pieces. Analysis was normal. No anomalies were found. The damage found was sustained during the surgical procedure.